Event description:
It was reported that the patient had to seek the paramedics due to hypoglycemia. The patient's blood glucose levels reached 56 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the patient experienced a seizure. The paramedics did not treat the patient only monitored their glucose levels. The patient was released the same day. The pod was removed before paramedics arrived.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hyperglycemia/seizure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.